Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Customer has not seen the bed yet, but the end user reports the hand control itself, not where it connects, is smoking. Dealer didn't have use demographics and states there were no reported injuries. Dealer didn't have any further information.